Event description:
A (B)(6), male, pt, called zoll customer support to report that the cables on his electrode belt were damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) has been confirmed. Upon investigation the cable connecting the distribution node (dn) and rear therapy electrodes was ripped from the dn. The root cause of the damaged cable was excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.